Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor becoming unpaired from the ilet, while the dexcom mobile app continued to display glucose values, and the issue was resolved after toggling settings, restarting, and re-entering the pairing code. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and education with device reconnection steps. Investigation of this case revealed successful re-establishment of communication between the cgm and the ilet after user-guided pairing procedures, consistent with a temporary connectivity or pairing failure without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption that resolved with standard troubleshooting.